Event description:
Customer alleges chair has a mind of its own, causing her to fall and sustain injury to her leg.

Manufacturer narrative:
Pride representative and provider evaluated device. Positioning belt was draped behind the system system and appeared as if it was never used. No unusual performance was noted. The chair operated normally. The nature of the alleged complaint cannot be confirmed.